Event description:
It was reported that customer experienced malfunction alarm on pump, with no additional information about blood glucose values or symptoms. There was no reported impact to the customer¿s blood glucose level. Customer returned pump to distributor, pump was turned on and showed repeated malfunction alarms, and customer received replacement pump. No further information.